Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported obtaining discordant results for multiple assays that were above the analytical measurement range (amr) and below the amr. A siemens customer service engineer (cse) was dispatched to the customer's site. Upon arrival, the cse found the instrument was operational. The customer stated that quality control (qc) and all patient results have been acceptable since they contacted the ccc and reported the incident. No device problem was identified and the cause of this event is unknown. The device is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer indicated that approximately 15 discordant results for either prostate specific antigen (psa), thyroid stimulating hormone (tsh), luteinizing hormone (lh), ferritin (fer), folic acid (fol) or carcinoembryonic antigen (cea) were obtained on patient samples on an immulite 2000 instrument between (B)(6) 2021. However, the customer provided examples for 3 discordant results, two of which were obtained on (B)(6) 2021. The customer indicated that they repeated the samples in triplicate and reported the result that recovered most similar to the other replicates to the physician(s). The customer stated that falsely elevated results that were above the analytical measurement range (amr) were observed with psa, tsh, fer, and cea and falsely depressed results that were below the amr were observed with fol. There are no known reports of patient intervention or adverse health consequences due to the discordant results.